Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber, return it to the supplier for replacement. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during procedure, the fiber broke off at the tip inside a patient. The procedure was completed using another device. There were no patient complications reported.

Event description:
It was reported that during procedure, the fiber broke off at the tip inside a patient. The procedure was completed using another device. There were no patient complications reported.